Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified vessel. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the distal stent has flared up. An attempt to recover it in the guide catheter was made, however, it was unable to enter the guide catheter and the proximal part of the stent has also flared up. The stent has dislodged in the sheath upon removing the entire system. In the physician's view, the stent was dislodged because of resistance due to calcification. The procedure was completed with a different device. There were no patient complication reported.